Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and tactile inspection of the returned guidewire measured 203.5cm found that approximately 1.5cm of the distal end of the guidewire was missing. The fractured section of the guidewire was further analyzed using scanning electron microscopy (sem). This revealed that the fracture surface exhibited elongated dimpled ruptures in a torsional direction. No material anomalies were noted. Based on the investigation results and the information provided, there was no indication that the device was not used as in accordance with the labeling. The guidewire separation occurred as a result of a torsional overload. The separation of the guidewire was likely caused by excessive force applied to the device to overcome resistance due to the vessel vasospasm during advancement. This tensile force can cause multiple kinks/bends, which led to the fracture of the guidewire. As the performance of the device was limited due to anatomical/procedural factors encountered during the procedure, a root cause of operational context has been assigned to the event.

Manufacturer narrative:
Additional information reported from the facility that the anatomy was very tortuous. Continuous flush was maintained during the procedure. (B)(4) - the reported event of device tip broken.

Event description:
Resistance was encountered due to a vessel spasm during embolization of an arteriovenous malformation (avm) in the external carotid artery. The guidewire was removed from the patient and it was noted that the distal end of the guidewire was broken. The broken distal portion of the wire remained inside the lesion and no action has been taken to remove the guidewire fragment from the patient. The procedure was completed using another of the same device. There was no clinical consequence to the patient due to this event.

Event description:
Resistance was encountered due to a vessel spasm during embolization of an arteriovenous malformation (avm) in the external carotid artery. The guidewire was removed from the patient and it was noted that the distal end of the guidewire was broken. The broken distal portion of the wire remained inside the lesion and no action has been taken to remove the guidewire fragment from the patient. The procedure was completed using another of the same device. There was no clinical consequence to the patient due to this event.